Event description:
It was reported that the customer experienced a cartridge change error with their pump. A blood glucose value of 170 mg/dl was noted, indicating it was within the normal range. The pump could start and charge but consistently showed a cartridge filling error despite trying different cartridges. The device is set to be returned, and a replacement pump has been issued.